Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No device was returned for evaluation. The device history record was reviewed for the inserter with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. Surgical technique and notes were not provided. The inserter had a manufacturing date of july 31, 2003 with a potential field age of approximately 13 years. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The inserter was received for evaluation. It was found that the threaded portion had fractured off. The fractured piece was not returned. Hardness and dimension taken were within specification. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. The instrument had a manufacturing date of july 31, 2003 so it had a potential field age of approximately 13 years with an unknown usage history at the time of the reported incident. A definitive root cause of the reported issue is likely wear and tear from use.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the linked inserter fractured during surgery, and a fractured piece remained with the lag screw, which was implanted into the patient. The surgeon currently does not have any plans to revise or otherwise treat the patient.